Event description:
Reportedly, during testing, the unit shut down and rebooted. This experience was recurred again and did not get recorded in the event history log. There was no patient effects reported.